Manufacturer narrative:
The lot was manufactured from july 25, 2020 - july 28, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred between (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty (20) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had issues of failed or bad clamps. It was further reported that shards of plastic break off when closing the clamps. This was identified during setup prior to patient use. There was no patient involvement. No additional information is available.